Manufacturer narrative:
Additional manufacturer narrative:the explanted device is anticipated for return to edwards for analysis and an evaluation of the product is currently pending its arrival. A supplemental report will be submitted upon completion.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative the explanted device was not returned to edwards for analysis. Without return of the device, edwards is unable to conclusively determine the root cause for this event. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that this device was explanted after fourteen (14) years, eight (8) months. The reason for explant remains unknown. This was replaced with a 29mm pericardial bioprosthesis. Additional information received from the site indicated the patient expired after an unknown time. No additional details provided.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, two (2) leaflets exhibited tears at their respective commissure. One (1) leaflet dropped 3mm in comparison to another at the central coaptation area. Thickened and swollen tissue was observed on all three (3) leaflets at two (2) commissures. Host tissue was minimal to moderate and encroached onto the tissue on the inflow and outflow aspect. Calcification was confirmed via x-ray and minimal calcification was observed in the cusp area of a leaflet. Incidental findings: the wireform of a commissure was bent and exposed on the outflow aspect; these damages are likely due to implant or explant. Method: x-ray. Additional manufacturer narrative: although there have been attempts to receive further information regarding the event, no additional details were obtained. However, the explanted device was returned for analysis and the root cause for explant was likely due to regurgitation caused by leaflet tears. Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration that may ultimately result in significant regurgitation requiring replacement of the valve. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through follow-up with the site, new information was received which confirms the device is available for return.